Event description:
The event is reported as: complaint alleges: during a surgical procedure, it was reported the applier did not close properly (difficult to close). No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. DHR review showed no issues related to this complaint unavailable for investigation. The MFR will continue to trend relating complaints.